Event description:
The user facility reported that during two therapeutic ercps (endoscopic retrograde cholangiopancreatographies), the doctors had difficulty passing non-olympus autotomes through the endoscope, as it reportedly got hung up at the forceps elevator of the endoscope and did not set well in position. The users reported that both procedures were completed with a different, but similar endoscope and non-olympus autotomes. There were no patient injuries reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation did not duplicate the user's report of the forceps elevator difficulty. The forceps elevator tested within specifications, and no restrictions were noted in the instrument channel of the endoscope. The cause of the user's experience cannot be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.